Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was apparent explant damage.

Event description:
It was reported an infection occurred. The device and lead were removed. Additional information obtained noted the patient had been admitted with sepsis and the source of the infection is not known. No further patient complications have been reported as a result of this event.

Event description:
It was reported an infection occurred. The device and lead were removed. Additional information obtained noted the patient had been admitted with sepsis and the source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).